Event description:
It was reported the patient had a broken leg and was placed on crutches. After this occurred, the ventricular lead impedance has increased over time, had measured high, and was varying. Oversensing was also noted. The defibrillator was programmed off to prevent any inappropriate shocks. The system remains in the patient, but deactivated at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 02:15:03. The weekly pace impedance trend data shows an abrupt increase for max rv pace = 576 to 1664 ohms peak between (B)(6) 2011 and (B)(6) 2012.